Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-09781; 2017865-2021-09782. It was reported that a pacemaker was explanted and both atrial and ventricular leads were capped for an unknown reason on (B)(6) 2021. No patient symptoms or patient condition were reported.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-09767, submitted on 26 feb 2021. This report was erroneously submitted. Additional information received noted that the device was explanted as part of an elective replacement.